Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing with observed high sensing integrity counter (sic) and no ise. It was also reported that the right atrial (ra) lead exhibited oversensing and noise. The ra and rv leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.